Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified and moderately tortuous vessel in the mid right coronary artery (rca). Pre-dilatation was performed using 3.0x8mm and 3.0x12 mm balloons, both with a pressure of 12 atmospheres (atms). The stent of the 3.0x38mm xience xpedition stent delivery system (sds) was implanted, however, post deployment, a dissection at the distal end was noted. A 3.0x8mm sds was used to treat the dissection and complete the procedure. The results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.